Event description:
The customer reported that he had a motor error alarm on the insulin pump. Customer stated that there is a blockage detected that is preventing the flow of insulin. Customer's blood glucose was 380 mg/dl at the time of the incident. Customer stated that he got a motor error during bolus. Customer treated with an injection for his blood glucose. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer reported that the no delivery alarm was resolved by a complete set change. Customer also had no delivery alarms in the alarm history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.